Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced blank display, audio/beep anomaly, frozen screen and battery out limit alarm. Customer's blood glucose value was 390 mg/dl. The customer treated with manual injection. The customer stated that the screen was frozen and the time did not change. After troubleshoot, the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify frozen screen or battery out limit alarm due to blank display. No audio/beep anomaly noted during testing. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.